Event description:
It was reported that the patient underwent revision procedure due to reservoir malfunction due to fluid loss with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp reservoir was implanted.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of fluid loss in the reservoir and mechanical issue was confirmed. Based on a review of all available information, the cause of the reported event was due to the reservoir has wear at the fold, the tubing was worn to the filament. The leaks in the reservoir was identified in the shell adapter junction and in the reservoir adapter strain relief.

Event description:
It was reported that the patient underwent revision procedure due to reservoir malfunction due to fluid loss with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp reservoir was implanted.